Manufacturer narrative:
The reported issue was verified and able to be duplicated. It was determined the cause of the issue was due to a system pcb assembly. The device can no longer be repaired. The device was returned to the customer unrepaired and will be scrapped by the customer.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.